Event description:
It was reported that during a lap cholecystectomy procedure the device was fired, the handle slow to open, making a ratcheting sound. The clip was not formed. Unk how the case was completed. The result was no pt consequence.

Manufacturer narrative:
Date sent: 10/21/2008. Viscous silicone, dropping or ejected clip. Evaluation summary: the analysis results confirmed that the instrument was nonfunctional. The instrument was found to have slow feed due to the viscous silicone. The silicone utilized to seal the instrument had become viscous, thus slowing the feeding mechanism. Additionally, the instrument ejected the remaining clip. A corrective action has been initiated to address the root cause of the ejected clips. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.